Manufacturer narrative:
Upon visual inspection, damage was observed on the implant threads, internal hex and on the seating surface. Bone residues were observed as well. The visual inspection confirmed the fractured condition. The screw was broken off inside the implant, where the depth of the threads has been blocked. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any nonconformity or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined.

Event description:
The dentist reported a screw broke in half, inside implant. The dentist could not remove the screw from the implant, therefore the implant was removed.